Manufacturer narrative:
Device evaluated by MFR: no issues were noted with the tip section of the device. The balloon was tightly folded and had not been subjected to positive pressure. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands that could have contributed to the complaint incident. The recommended introducer sheath size as per product specification for this 7.0 x 40, 75cm mustang device is a 5fr introducer sheath. The 5fr introducer sheath used during the procedure was also returned for analysis. No damage was noted to the returned 5fr sheath. The device was successfully advanced through this 5fr introducer sheath without any resistance or issues noted. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that surgery for thrombosis was performed eight days eight days post initial procedure. Internal hemorrhage still existed and treatment was performed. Patient remained hospitalized for an additional eight days for observation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that blood vessel damage occurred. Vascular access was obtained via the elbow utilizing anterograde approach. The 100% target lesion was located in the mildly tortuous artificial blood vessel of a shunt limb. After a 5f non-bsc introducer sheath was engaged and a 0.014 guide wire crossed the lesion, a 7.0 x 40, 75 cm mustang¿ balloon catheter was selected but could not be inserted into the 5fr introducer sheath. Wen the device was removed, it was noted that the blood vessel was damaged. The procedure was not completed. That night of the same day, the shunt got swollen. The dialysis shunt has been closed and a double lumen catheters has been inserted to the patient until surgery is performed. The patient has been in the intensive care unit (ICU) for medical treatment in stable condition but shunt limb has been swollen and cyanosis is confirmed. A shunt surgery is scheduled at another facility.